Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2011 according to the complainant, after the first biopsy was retrieved, the physician noted that the jaw was damaged. One of the jaws was able to open and close, while the other was not able to move. However, the specific type of jaw damage that occurred was not reported. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Preliminary investigation results revealed that one pull wire was broken. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2011 according to the complainant, after the first biopsy was retrieved, the physician noted that the jaw was damaged. One of the jaws was able to open and close, while the other was not able to move. However, the specific type of jaw damage that occurred was not reported. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Preliminary investigation results revealed that one pull wire was broken. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that one of the pull wires had broken at the z-bend area and detached from the jaw. No physical damage was noted to the jaws. The fractured pullwire was sent for material analysis which determined that the pullwire break occurred due to a mechanical cut reducing the cross-sectional area. The device welding and riveting were found to be within manufacturing specification. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the pullwire broke causing the jaws to function improperly. The evaluation found that the break occurred due to a mechanical cut in the pullwire which reduced its cross-sectional area. Therefore, the most probable root cause is manufacturing. An investigation was performed to address this issue.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).